Event description:
Since I had the essure procedure done (B)(6) 2011, I've had severe back, abdominal and pelvic pain as well as pain from the pelvic area down to my knee on my left side, severe headaches, fatigue, metal taste, severe mood changes, pain during intercourse, severe flu like symptoms during menstrual period, long and heavy menstrual periods. All these symptoms have been getting worse instead of improving.